Manufacturer narrative:
The part number provided, 1112182, is for commode model numbers: 9650-4, 9630-4, or 9630-1 commodes. All of these are manufactured by invamex.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised that the seat was starting to crack. MDR filed.